Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving error messages on the display for more than 2 hours after 5 days of wearing the adc freestyle libre sensor. Customer further reported experiencing a "partial loss of consciousness" on (B)(6) 2018 and being treated with a glucagen injection by his wife. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection was performed on the sensor and no issues were observed. Data was successfully extracted from the sensor using approved software. The sensor was found to be in state 5 (normal termination). The sensor was properly seated in its mount and the plug was removed to inspect the plug assembly. There were no observations found. Sensor inserted into the sim-vivo test fixture. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving error messages on the display for more than 2 hours after 5 days of wearing the adc freestyle libre sensor. Customer further reported experiencing a "partial loss of conciousness" on (B)(6) 2018 and being treated with a glucagen injection by his wife. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in device MFR date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving error messages on the display for more than 2 hours after 5 days of wearing the adc freestyle libre sensor. Customer further reported experiencing a "partial loss of consciousness" on (B)(6) 2018 and being treated with a glucagen injection by his wife. There was no report of death or permanent impairment associated with this event.